Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads . Upn: m365sc2218700. Model: sc-2218-70 . Serial: (B)(6). Batch: 7088198/7088117.

Event description:
It was reported that the patients leads had high impedances and the ipg was not holding a charge. All components were explanted and will not be returned per hospital policy.